Event description:
The nurse reported that the central nurse's station (cns) shut off. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) shut off. Technical support (ts) had her confirm that no power was going to the cns's monitor and tower. Ts had her trace the cables to a power var ups that looked like it was working normally but was not getting power to the cns or monitor. Ts had her remove the two cns power cables from the ups and plug them directly into the wall. The cns booted up normally without issue. No patient harm was reported. Investigation summary: nk tech support determined the ups had failed and was not passing power to the cns. Bypassing the ups by plugging the cns directly into the wall restored power and the cns booted normally. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/28/2026 emailed the customer via microsoft outlook for the information in the ni list above: the email was returned undeliverable. Attempt # 2: 02/12/2026 called the customer at the provided phone number for the information in the ni list above: the nurse could not be reached at that number. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) shut off. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) shut off. Technical support (ts) had her confirm that no power was going to the cns's monitor and tower. Ts had her trace the cables to a power var ups that looked like it was working normally but was not getting power to the cns or monitor. Ts had her remove the two cns power cables from the ups and plug them directly into the wall. The cns booted up normally without issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.